Event description:
It was reported that a patient presented with low pacing impedance noted on the right atrial lead. Corrective programming changes were recommended. No adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5148799.